Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025 at 4:30pm, the patient was at the gym. The cgm was displaying a value between 80-90 mg/dl. It was reported that the patient did not hear any alarms at that time (the settings for low was not provided). He did not check a finger stick reading because he did not have a glucometer. He drove home and was drinking a gatorade then suddenly felt sick, dizzy and passed out and was involved in a motor vehicle accident. Paramedics arrived and then the patient was airlifted to a hospital. The patient regained consciousness in the hospital the following day and could not provide any further event details about bg or cgm readings or treatment. At the time of the report ((B)(6) 2025), the patient was still in the hospital. As a result of the event, the patient mentioned having two broken arms. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.